Event description:
Pump alarming non-stop for no reason. States air in line, but no air can be detected despite several attempts. Pump had to be removed from service. When removed pump and started same cassette on new pump, no air in line alarm. Diagnosis or reason for use: pca delivery of medications. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.